Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient said ¿a while back¿ the balloons burst a couple of bard foley catheters while they were inserted.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was unable to be completed due to an unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the patient said ¿a while back¿ the balloons burst on a couple of bard foley catheters while they were inserted.